Manufacturer narrative:
Although the evaluation of the submitted log files confirmed no external power events on (B)(6) 2018, a specific cause for these events could not be conclusively determined through this evaluation. The submitted controller event log file captured a sequence of low power hazard and no external power alarms starting on (B)(6) 2018 12:30:56 am while the patient¿s lvad was connected to a mobile power unit (mpu). These alarms resolved at 12:31:00 am. Another sequence of low power hazard and no external power alarms was observed starting on (B)(6) 2018 12:35:51 am while the lvad was connected to an mpu. These alarms resolved at 12:35:58 am. The associated voltage values indicate that these events appeared consistent with a loss of power to the mpu. This could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home. The system controller's backup battery properly powered the pump during these events. The pump appeared to have functioned as intended throughout the duration of the data. The device history records for the device indicated that this mpu was manufactured with the v-lock ac power cord. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The patient remains ongoing and no further issues have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 months (calculated from the date the device was shipped to the implanting center.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that system controller history interrogation performed by the hospital clinician during clinic visit revealed no external power alarms on (B)(6) 2018 along with low voltage alarms. Reportedly, the patient did not recall hearing any alarms and denied power outages or disconnecting both power cable leads simultaneously. A representative of the manufacturer¿s technical services reviewed the submitted log file and observed low power hazard events that could have been caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During this event the system controller¿s internal backup battery supplied power to the pump as designed. It was reported that the patient did not recall the event. It was unknown if the mpu ac power cord come unplugged from the wall outlet or the mpu. The cause of the alarms was not determined.